Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a left ventricular assist device surgery, the physician noted that the right ventricular lead had eroded through part of the tricuspid valve. The lead had been operating normally up to the time of the surgery. The distal portion of the lead was removed and discarded and a new lead was implanted. No patient complications have been reported as a result of this event.